Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a patient for endovascular treatment of an ruptured abdominal aortic aneurysm. Vessel morphology was non-calcified and non tortuous. It was reported that the patient presented with a ruptured aneurysm. The physician attempted to treat the patient with a stent graft, however the patient was too hypotensive. The patient expired during the procedure.